Event description:
Technician alleged that the head section of the stretcher is stuck in the up position. No patient impact.

Manufacturer narrative:
The technician replaced the pneumatic gas springs to resolve the issue.